Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During device aspiration, air was being aspirated from the valve. It was also observed a leak. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.